Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected high left ventricular (lv) lead threshold measurements and decreased impedance measurements due to suspected lv lead fracture. Surgical intervention was performed and the lv was explanted and replaced. No adverse patient effects were reported.